Event description:
It was reported that the customer was hospitalized due to due to diabetic ketoacidosis, with a blood glucose reading of 823 mg/dl. The caller also reported another hospitalization on (B)(6), 2012, also due to diabetic ketoacidosis, with a blood glucose reading of 545 mg/dl. The caller stated that the customer goes to the hospital frequently because she does not use the insulin pump the way she is supposed to. The caller stated that the customer changes the infusion set every seven days, and doesn't bolus very often. The customer has been trained several times, but continues to be non-compliant. The caller declined troubleshooting as she feels the insulin pump is not the problem. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.